Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of balloon torn. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon was longitudinally torn. Microscopic inspection was performed, and the balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon torn material was confirmed. The analysis on the returned device found that the balloon had a longitudinal torn. It is possible that the longitudinal torn found in the balloon occurred due to factors encountered during the procedure or it can be due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon and could have caused the torn longitudinal found on the balloon. These factors and interactions could influence the damage found in the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the stomach during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2026. During the procedure, the balloon would not inflate during use. After the procedure, the device was tested and a tear in the balloon was identified. The procedure was completed with another cre pro wireguided dilatation balloon device. No further information has been obtained despite good faith efforts. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of balloon torn.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the stomach during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2026. During the procedure, the balloon would not inflate during use. After the procedure, the device was tested and a tear in the balloon was identified. The procedure was completed with another cre pro wireguided dilatation balloon device. No further information has been obtained despite good faith efforts. There were no patient complications have been reported as a result of this event.